Event description:
The patient's device has reached eri (elective replacement indicator). Due to his young age, extraction of the medtronic sprint fidelis lead is suggested at this time. This is prior to lead failure, of which he will be at risk. Also, that it will be more difficult to remove this lead in the future. The ICD generator was explanted and a new generator was implanted. The sprint fidelis lead was explanted and another lead was implanted. The patient's outcome was satisfactory.